Event description:
It was reported to covidien on (B)(6) 2012 that a customer had an issue with a single lumen umbilical vessel catheter (uvc). The customer reports there was a leak below the hub. The customer reports that they repaired it by cutting off the end of the catheter, past where the leak was, and then put a 18 gauge blunt needle into the catheter partially, and then re-inserted the catheter back in to the transducer line. The customer further reports that the catheter is out and no longer needed.

Manufacturer narrative:
(B)(4). An investigation is currently underway. Upon completion, the results will be forwarded.